Event description:
The patient was being transitioned to comfort care and withdrawal of care was initiated. The patient passed away.

Manufacturer narrative:
The death information was reported initially under 3003306248-2024-00471 and 2916596-2024-02251. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU), rev. C is currently available. The centrimag blood pump IFU lists potential adverse events, including death, that may be associated with the use of the centrimag circulatory support system. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.